Event description:
Or staff reports during orthopedic surgery, the surgeon was using a reamer, which was part of a kit, the reamer bent but did not break. Surgeon removed device, examined device and patient, replaced device and continued surgery. No delay or injury noted. The device is meant to flex and not be rigid but should not bend or stay bent.